Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they took medical treatment due to site issue on an unknown date with an unknown blood glucose level. Customer had some site issue like red, itching. Customer did avoid touching connecting parts of the sensor or site location after cleaning site. The device will not be returned for analysis.

Manufacturer narrative:
The information on concomitant medical products section was not included in the initial report. The correct information has been provided with this report.